Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va259wx, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hemorrhage several hours post-op after a lead placement. The family had chosen comfort care for them. The cause was unknown and actions/interventions to resolve the issue were unknown. The issue also hadn¿t resolved.